Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned glidescope go monitor and no issue was found; the fault could not be reproduced. The unit functioned as intended. The device was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the signal was lost several times. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.